Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the unit only stayed powered on for about twenty (20) seconds before tripping the main power switch. The following checks were carried out:electrical safety check without any issue, resistance across the heating elements was measured good and no deviation found, heat elements were disconnected and the machine ran longer, however the compressor was kicking on and was extremely noisy, heat elements were reconnected and compressor disconnected and the machine would not trip the main switch, temperatures were set at the lowest settings: the machine ran without tripping the main switch, however after running for 45 minutes the measured temperature had actually increased by six (6) degrees in the cardioplegia tank. The failure was traced back to the compressor, that drew too much power. The unit most likely will be removed from service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device powered off by itself twice during maintenance activity. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2013. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.